Event description:
It was reported that, "during the surgery, the surgeon noticed the discrepancy between the product and the product label. It was because the nurse opened the series 7000 standard tibia ((B)(4)) but there was the triathlon prim tib baseplate ((B)(4)/lot: bmas) in the product box. Therefore, the surgeon used a spare product instead of it."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.